Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was further described as the attendant performing continuous ambulatory peritoneal dialysis therapy without proper training from clinical coordinator and the patient made mistake/break in aseptic technique and did not clean area before starting pd therapy. The patient was not hospitalized. On an unreported date, the patient received treatment with intraperitoneal (ip) vancomycin injection 1 gram for five days and amikacin injection 500 mg, once daily (duration not reported). Dianeal therapy was ongoing and the patient was recovering from this event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.